Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking hemostatic valve.

Event description:
During a cryoablation procedure performed in (B)(6), the physician attempted to aspirate the flexcath steerable sheath (catheter in troducer) after the removal of the catheter and reported that there were air bubbles present. There was no patient injury; the patient was fine at the end of the procedure.